Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient's representative reported "...pain and sensitivity to pressure and a first nodule. From the punch biopsy done it was found a 1,5 cm large fibroadenoma..." And "patient suffered of depression and anxiety for the risk of developing cancer." Healthcare professional reported capsular contracture (baker grade 3) and mispositioning of one implant. This record relates to the right side. The device has been explanted.